Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses when one of the devices ruptured after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in the contralateral breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the breast that developed capsular contracture.

Manufacturer narrative:
On 07-apr-2020, mentor received additional information about the event. The explantation date is (B)(6) 2020. The patient had both of her breast prostheses removed and they were replaced with mentor smooth round moderate profile 325cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).